Manufacturer narrative:
(B)(4). Device evaluation: the customer returned a sheath/dilator assembly that was damaged but did not match the sheath/dilator assembly that is packaged in the reported kit. The origin of the returned sample is unknown. A device history record review was performed on the sheath and dilator with no relevant findings. The IFU for this product provides insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. The probable cause of this complaint could not be determined based on the information reported and the sample that was provided. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that prior to insertion, it was noted that the glide thru sheath had a small hole in the center of the sheath. As a result, a new kit was opened and used for the procedure. There was no delay in treatment. No death or complications occurred to the patient.